Event description:
Following successful deployment of a trunk-ipsilateral device, it was determined that the hypogastric artery was unintentionally covered. The physician successfully deployed the contralateral device. The physician stated there was no apparent clinical sequela associated with leaving the hypogastric artery covered, but will continue to monitor the patient. The patient's condition was stable following the procedure.

Manufacturer narrative:
The device remains implanted. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Note: this event was originally reported under medwatch 2017233-2006-00064 on 04/03/2006. Investigation revealed the device associated with this event was manufactured at manufacturing site #2953161 and not manufacturing site #2017233, therefore, medwatch 2953161-2006-00079 has been created to capture the correct manufacturing site.